Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished lot device and no non-conformances were identified. Additional evaluation summary: representative samples were returned for evaluation. During the visual inspection, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed using and the pull force were above the minimum requirements. Per the conditions of the samples received, no performance pull off suture needle were found, and the tested sample met the finished goods requirements. Additional information was requested and the following was obtained: event date? On (B)(6) 2019. Procedure name: hardware removal tendon transfer. Quantity involved? 1 . When did the issue occur? Needle detached during suturing. How was case completed? Completed with this same suture material using much slower pass through and pulling of suture. Any adverse patient consequences? No. Took longer to close incision due to extra precaution used to keep needle from detaching.

Event description:
It was reported that a patient underwent a hardware removal tendon transfer procedure on (B)(6) 2019 and suture was used. The needle detached during suturing. The procedure was completed with this same suture material using much slower pass through and pulling of suture. It took longer to close incision due to extra precaution used to keep needle from detaching. No adverse patient consequences reported.